Event description:
The international customer reported the ventilator power supply failed. The customer reported the device was not in use; therefore, there was no patient involvement or harm. The service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem.